Event description:
It was reported that foreign matter was found in the fluid path of the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "the patient underwent infusion therapy in our department on (B)(6) 2023, and needed an intravenous indwelling needle for infusion. After successful puncture, the liquid did not drip, so the indwelling needle was replaced and punctured again." Via bd investigation team: "qe identified fm in the fluid pathway during analysis of the photograph."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3052847. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the provided photograph displayed a small white particle on the steel cannula. This nonconformance has been confirmed. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the fluid path of the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: "the patient underwent infusion therapy in our department on (B)(6) 2023, and needed an intravenous indwelling needle for infusion. After successful puncture, the liquid did not drip, so the indwelling needle was replaced and punctured again." Via bd investigation team: "qe identified fm in the fluid pathway during analysis of the photograph."